Event description:
It was reported that patient was revised due to dislocation of right hip.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Visual inspection noted scratching on the locking tab and on the articulating surface due to invivo service and explantation. A device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed.

Event description:
It was reported that patient was revised due to dislocation of right hip.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.